Manufacturer narrative:
No components have been returned to the manufacturer. Customer technical support (cts) will send the power harness and printed circuit board (pcb) update kit to the customer. (B)(4).

Event description:
The customer stated that their statspin express 4 centrifuge power harness and pcb (printed circuit board) have a charred appearance and a burning smell. There is no report of flames or fire, and the fire department was not called. There were no reports of injury to the operator or of delay to sample processing.